Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure for removal of an unspecified stent, a wire loop detachment occurred. The lesion was located in an unspecified biliary duct. The sensation oval polypectomy snare was advanced to successfully grab an unspecified plastic stent, however, upon withdrawing the device, the snare's wire loop detached and remained inside the pt. The wire loop was retrieved by unspecified means. The procedure was completed with another of the same device. The pt's status is reported as "fine".

Manufacturer narrative:
The unit was not returned by the customer, therefore, a technical product analysis was unable to be performed. A review of the device history record (DHR) was performed and revealed no related issues to this complaint. The root cause was unable to be determined.